Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient's ifosfamide infusion was completed with one minute remaining on the volume to be infused (vtbi) as indicated by the pump. The infusion rate was accurately calculated using the chemotherapy calculator and correctly programmed into the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.